Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable and did not communicate with external devices. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was inadvertently reported as ¿reporter name - comprehensive pain specialists ¿. The correct reporter name is mentioned in the in the additional report-1. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicates that the issue has been resolved.